Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative and it was reported that the patient's pump replacement procedure was scheduled for (B)(6) 2016.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain. The healthcare provider reported that the patient called and stated the ptm had a 8474 code, pump rest, and that the patient felt "burning all over". The healthcare provider had informed the company representative that the pump was not working according to an interrogation done on (B)(6) 2016. The pump would be replaced as soon as possible. The patient was being managed on oral medications until next week when a replacement can be scheduled. The patient status at the time of the report was noted as alive, no injury.

Event description:
Additional information received reported that the pump was explanted yesterday (B)(6) 2016 and replaced with a new one.

Manufacturer narrative:
The pump was returned, and analysis found high resistance in the battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.